Event description:
Same case as: 2134265-2009-07279. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The first long stenosed target lesion was located in the right coronary artery (rca). The second was an elongated occlusion in the highly calcified intermediate branch (im). A non-bsc guide wire was placed in the right circumflex (rcx) followed by a pt graphix guide wire in the im branch. The im branch stenosis was pre-dilated using a maverick 2.0x20mm balloon and then a promus element 2.5x20mm stent was placed at the lesion site. A non-bsc 5 fr ebu 3.5 guide catheter was used. It is noted the physician reported it was extremely difficult to advance the stent to the im branch as the stent delivery system (sds) of the promus element but with considerable effort it was deployed. The physician then used the promus element sds balloon to pre-dilate the rca lesion. It was extremely difficult to advance the sds into the stenosis. According to the physician, "blocking" had already started inside the guide catheter and friction resistance was extremely high. The physician assumed that during the dilatation with the promus element sds, the pt graphix guide wire was advanced into the im branch and mildly dissected into the periphery of the distal section of the im. The rca was then treated using a promus 2.5x23mm stent. The procedure was completed and the pt was transferred to their room. Approximately one hour post-procedure, the pt developed pericardial tamponade and required "puncture". The physician treated the pt by blocking the distal dissection using a maverick 1.5mm balloon which remained inflated for 45 minutes. The bleeding stopped and the pt's condition improved. No further pt complications were reported and the pt's condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.